Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms that devices were sterilized in accordance with (B)(4) . There are warnings in the package insert that state that this type of event can occur: possible adverse effect #2 - early or late postoperative infection and allergic reaction. This report filed (B)(6) 2010.

Event description:
Information received suggests that patient underwent a hip revision procedure due to infection. Review of invoice history revealed that patient underwent hip arthroplasty procedure on (B)(6) 2009 and was revised on (B)(6) 2009. No further details have been provided to date.